Event description:
Cna was transferring patient to her chair using a full back large sling - hoyer disposable sling-model na25524. Sling tore along seam line and across fabric allowing patient to fall approximately 4 feet to the ground hitting her hip and head. Pictures were taken of torn sling. Patient - sling was rated for 500 lbs. Lift has been tagged out of service until it can be inspected. Sling had been in use for only 2 weeks.